Manufacturer narrative:
The needle was returned to the manufacturer for investigation. The electrical parameters were outside of specifications, confirming the reported complaint. Needle disassembly identified the root cause as damage to the insulation layer of the heater wire underneath the spring. Review of the needle lot manufacturing records identified 5 electrical malfunctions within the needle batch.

Event description:
This MDR is to document the manufacturer's actions of the needle used in the reported event. Further investigation or follow-up is not planned for this complaint.

Event description:
The user reported muscle twitching during a liver cryoablation procedure. The muscle twitching occured during both the freeze and thaw cycles of the cryoablation procedure. The case was completed with no reported injury to the patient. The needle will be returned to the manufacturer for investigation.